Manufacturer narrative:
Adverse event or product problem. Udpated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired suddenly prior to any intervention being carried out. Per the investigator the relationship of the device and cause of death cannot be outruled. No autopsy was carried out so the cause of death cannot be confirmed but it was reported there was the possibility of rupture. It was also reported that the type ia and type ib endoleaks were responsible for the increased size of the aneurysm sac and left pleural effusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when patient returned for follow up a type ia endoleak was also noted. It was reported additional follow up two days later showed the patient has a type ia and ib endoleak with an increase in the size of the aneurysm sac and also left pleural effusion. The event was reported to be related to the study device and not related to the procedure and the patient is continuing to be monitored.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vamf4040c150te, serial/lot #: (B)(4), ubd: 30-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aneurysm. It was reported approximately 5 years post the index procedure, follow up CT revealed a distal type ib endoleak. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.